Event description:
It was reported that 100 syringe 1ml ls 26x1/2in india experienced foreign matter contamination. The following information was provided by the initial reporter: bd 1 ml ls syring with dust inside reported by substockist.

Manufacturer narrative:
Investigation summary two photos and 100 actual samples were received by our quality team for evaluation. From the photos, foreign matter was observed inside the packaging. The samples were subjected to visual inspection to check for foreign matter. Jagged holes were observed on the bottom web, black / dust particles, which could be sand particles, were observed at the corner of the blister packaging and inside the syringe for all samples. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The nonconformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 1ml manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 100 syringe 1ml ls 26x1/2in india experienced foreign matter contamination. The following information was provided by the initial reporter: bd 1 ml ls syring with dust inside reported by substockist.